Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test, displacement accuracy test and unexpected restart error test. No bolus anomaly noted during testing. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker, corroded battery tube and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose values were in the range of 400mg/dl to 500mg/dl. Customer further had blood glucose values of 243mg/dl, 300 mg/dl, 565 mg/dl, 477 mg/dl, 448 mg/dl, 198 mg/dl, 154 mg/dl, 271 mg/dl, 309 mg/dl, 341 mg/dl, 115 mg/dl and 457 mg/dl. Customer¿s current blood glucose level is 138 mg/dl. Customer treated with manual injection. Insulin pump will be returned for analysis.